Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12234. It was reported, the patient's system was explanted.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12234. It was reported the patient experienced ineffective stimulation therapy. Diagnostic testing revealed several high impedances. Reprogramming was only able to provide stimulation to part of the established pain pattern. The patient was referred to a surgeon for lead revision.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.